Manufacturer narrative:
Follow-up # 1 date of submission (B)(6) 2011 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(6) 2011 with the following findings: there were no alarms or pump conditions noted in the pump history that would indicate a pump malfunction. A review of the pump history indicated that insulin delivery totals correctly reflected programmed values. The pump was exercised for 24 hours with no alarms or insulin delivery issues occurring. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported that she experienced a blood glucose (bg) of 380 mg/dl with increased thirst and anxiety. The patient reportedly remained on the pump and the next morning, her bg was 99 mg/dl. The patient reported that she had an emergency CT scan (B)(6). She reported that she removed the pump but placed it in her purse which was located in the same room as the CT scan was performed. After the CT scan, her bg reportedly increased to 380 mg/dl. Customer support advised the patient to avoid exposing the pump to x-ray, CT, or MRI. The patient stated that she had an ear infection and was being treated with antibiotics. This report is made based on the allegation that the patient experienced hyperglycemia while using insulin pump therapy.